Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in peru: "overinfusion." "270 ml nominal capacity of morphine with dimetoclopramide, however the infusion was delivered at an excessive rate than at after 30 hours of operation, the respective therapy is finished."

Manufacturer narrative:
This report has been identified as (B)(6) ag internal report # (B)(4) as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 19a03ge341, there is no abnormality and no such defect detected at in process and at final control inspection.